Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump backlight functions properly. No backlight anomaly noted. However, the insulin pump's vibrator was not functioning.

Event description:
The customer reported being in the emergency room due to low blood glucose of 32mg/dl. The customer stated that he ate dinner late last night, and he may over bolused. Troubleshooting was performed. The self test was performed and the customer did hear the tones, but the device did not vibrate. Instructed the customer to press the backlight, but it was not functioning. Then the customer changed the battery, but the anomaly persisted. Advised the customer that the insulin pump would be replaced. No further information was provided.